Manufacturer narrative:
Per good faith effort (gfe) response received on 05feb2026, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Additionally, the issue has not been resolved yet. The repair is still pending, and this investigation is still ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was "damaged." Per the good faith effort (gfe) response received on 26 jan 2026, the authorized service provider (asp) engineer stated that a 1124 "battery failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery was damaged. Per the gfe response, the asp engineer stated that a 1124 "battery failed" alarm error occurred. The asp engineer performed troubleshooting and confirmed the issue after replacing the defective battery with a known working battery to test. The replacement battery was ordered for repair. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The asp engineer ultimately replaced the battery, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.